Manufacturer narrative:
Sex; gender: na.

Manufacturer narrative:
Brand name: correction to sterrad 100nx sterilizer. Device information: correction to catalog# 10104 sterrad(r) 100nx(tm) 1-dr and serial# (B)(4). Concomitant device: the 5 karl storz hopkins ii telescopes were: model # 27005ba, serial # (B)(4); model # 27005ba, serial # (B)(4); model # 27005ba, serial # (B)(4); model # 27005aa, serial # (B)(4); model # and serial # unknown for the 5th scope . (B)(6). Device manufacture (mo/yr) this unit released into the market on 8/31/2007. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx confirmed that there were no issues noted. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) was reviewed and the risk was determined acceptable ("broadly acceptable risk"). The root cause is unknown.

Event description:
It is reported that after processing 23 storz scopes in the sterrad nx, corrosion was found on an external part of 5 of the scopes. The external part seems to be melted. The scopes were processed with eo (ethylene oxide) prior to sterrad. It is reported that the scopes were processed in sterrad only one or two times. Other devices processed in sterrad do not show damage.